Event description:
It was reported that when the devices were used during an unknown procedure, the staples malformed and would not release smoothly. Opened another device to complete the case with no consequence to pt.